Event description:
It was reported that the patient experienced pain in the back and around implant site following a fall. The patient went out in the yard on friday and his leg gave out and he subsequently fell onto his device. The patient tried turning up stimulation to see if that would be helpful but it was aggravating. The patient stated the device felt the same in the pocket but he was in pain. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer. (B)(4).